Event description:
Ous MDR - low sensing with twitching of hemothorax was detected during stimulation. The patient was asymptomatic, and was hospitalized (B)(6) 2015. On (B)(6) 2015, perforation of rv lead with the atrial dipole was suspected. Therefore, a new lead was implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.